Manufacturer narrative:
(B)(4).

Event description:
It was reported that during meniscus repair, the fast-fix 360's t2 could not be secured in the meniscus. The procedure was completed with a smith and nephew back up device with a delay of less than or equal to 30 min. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident.an analysis of the customer provided image indicated that the suture had been removed from the device. A visual inspection revealed that the depth limiter had not been adjusted. Both anchors had been deployed, and the suture was removed. There was some debris on the suture and handle. T1 and the slip knot had been cut away, and t2 was deformed, indicating that it had been pulled through the meniscus. There was a slight bend in the shaft from use. A functional evaluation could not be fully performed since the anchors had been deployed. The device actuator functioned as expected. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A review of risk management files found that the reported failure was documented appropriately. A review of the instructions for use found the following warnings and precautions related to the reported failure: ¿ it is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device.¿ read these instructions completely prior to use.¿ do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.the complaint was confirmed. Factors that could have contributed to the reported event include release of t2 prior to full insertion through the meniscus and excess force on the suture after deployment.